Event description:
It was reported that after the device received the software update, the battery voltage showed 2.97v. Then a month later, the device showed elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. High resistance/impedance was noted. High battery impedance resulted in eri (elective replacement indicator). Battery depletion indicated/eri was noted. Eri was caused by high battery impedance noted on (B)(6) 2011 prior to explant. The ramware version 8 was installed on (B)(6) 2011. The device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.